Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a dissection of the popliteal (pop) and tibioperoneal trunk (tpt) arteries and slow-flow I the pt artery occurred post-atherectomy. Three lesions were treated. The pop lesion was 100% stenotic, moderately calcified, and 2mm in length. The tpt lesion was 100% stenotic, moderately calcified, and 3 mm in length. The pt lesion was 80% stenotic, moderately calcified, and 3 mm in length. One patent run-off vessel was present prior to therapy. The pop lesion was treated with an unspecified size oad which was spun at low speed for one run (10 sec) and at medium speed for one run (20 sec) for a total run time of 30 sec. The residual stenosis was 50%. The tpt lesion was treated with an unspecified size oad which was spun at low speed for one run (10 sec) and at medium speed for one run (34 sec) for a total run time of 44 sec. The residual stenosis was 80%. The pt lesion was treated with an unspecified size oad which was spun at low speed for one run (10 sec), at medium speed for one run (20 sec), and at high speed for one run (30 sec) for a total of 60 sec. The residual stenosis was 80%. At this point, a dissection of the pop/tpt arteries (caused by the viperwire) was noted. The lesions were then treated with a 2.5 x 150 mm pta balloon. The pop lesion was dilated twice at 5atms each and this residual stenosis was 30%. The tpt lesion was dilated twice at 5atms each and the residual stenosis was 50%. The pt lesion was dilated twice at 3atms each and the residual stenosis was 60%. A 6.0 x 60 mm bare metal smart stent was then deployed to treat the pop/tpt dissection and was post-dilated with five inflations of 8atms each. A planned taxus stent was deployed in the pt artery and was post-dilated with three inflations of 8 atms each. The expectations for the case were met. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #37 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).